Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the hyperglycemia reported. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported his blood glucose reached "high" (over 500 mg/dl) less than 24 hours after pod activation. Upon inspection he noticed the needle never retracted back into the pod and it was still protruding through the cannula. He also had some bleeding around the infusion site and was able to stop the bleeding.